Manufacturer narrative:
(B)(4). A venous sheath was reported to be next to the arterial sheath during closing. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with ipsilateral femoral venous sheath during the catheterization procedure. Evaluation summary: the device was returned for analysis. The reported marker lumen blockage could not be confirmed as the lumen was able to be flushed during device analysis. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incident sin the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement using a prostar xl device was attempted in the right common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, when the prostar xl device was advanced no blood flow was seen from the marker lumen. The prostar xl device was removed and second prostar xl sutures were placed using the preclose technique. The arteriotomy was a 10f and during the tavi procedure the sheath was upsized to an 18f. The tavi procedure was completed and hemostasis was achieved using the pre-placed sutures of the prostar xl device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician was reported to be trained in the use of the prostar xl device and established in the preclose technique. No additional information was provided.

Event description:
Subsequent to the initial medwatch report the following additional information was received: reportedly, a venous sheath was reported to be next to the arterial sheath during closing. No additional information was provided.